Manufacturer narrative:
The investigation has determined that higher than expected vitros tsh results were obtained from multiple samples collected from the same patient using vitros tsh reagent lot 7480 tested on two different vitros xt 7600 integrated systems when compared to vitros tsh results obtained from the same patient samples tested on non-vitros tsh results obtained from three different methods. A definitive cause could not be identified with the information provided; however, an unknown patient sample interferent that affects the vitros tsh method but not the non-vitros tsh methods, cannot be ruled out as contributing to the event. The event was isolated to multiple samples collected from the affected patient. The customer stated that no additional patient samples were affected. The customer declined to provide historical quality control results generated from vitros tsh reagent lot 7480. The customer declined to provide the quality control data but stated that quality control results were within the quality control manufacturer's reference ranges. This would indicate that vitros tsh reagent lot 7480 was performing as intended and did not likely contribute to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic performance issue with vitros tsh reagent lot 7480. There was no indication either j1423 or j1432 malfunctioned, however, no vitros diagnostic within-run precision testing, which is used to assess analyzer performance, was performed on either analyzer. Therefore, an instrument related performance issue cannot be completely ruled out as contributing to the event. However, since the issue was consistent on both analyzers and was isolated to a single patient sample, an instrument related performance issue did not likely contribute to the event. The customer did not provide any details concerning pre-analytical sample handling or preparation, however, since the vitros tsh results were reproducibly higher than expected on two different analyzers, a sample handling issue did not likely contribute to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros tsh results were obtained from multiple samples collected from the same patient using vitros tsh reagent lot 7480 tested on two different vitros xt 7600 integrated systems when compared to vitros tsh results obtained from the same patient samples tested on non-vitros tsh results obtained from three different methods. Patient sample (B)(6) 2025 vitros tsh result of 25.4 miu/l vs. The expected non-vitros tsh results of 1.16, 1.06 and 0.820 miu/l patient sample (B)(6) 2025 vitros tsh result of 23.2 miu/l vs. The expected non-vitros tsh results of 1.16, 1.06 and 0.820 miu/l patient sample (B)(6) 2025 vitros tsh result of 23.5 miu/l vs. The expected non-vitros tsh results of 1.16, 1.06 and 0.820 miu/l patient sample (B)(6) 2025 vitros tsh results of 22.4, 23.3 and 28.3 miu/l vs. The expected non-vitros tsh results of 1.16, 1.06 and 0.820 miu/l the higher-than-expected vitros tsh results obtained on (B)(6) 2025 and (B)(6) 2025, (B)(6) 2025 were reported outside of the laboratory and treatment was initiated. A consultation was requested with an ortho medical safety officer (mso). The ortho mso provided the following: a higher-than-expected tsh result in the hypothyroid range was reported outside the laboratory, resulting in the clinician starting the patient on treatment for 6 weeks before it was discontinued following a corrected tsh result. The customer did not specify the exact medication administered to the patient. Based on the complaint description, the patient was most likely treated for hypothyroidism with a thyroxine replacement medication, such as levothyroxine. These medications are generally well-tolerated with minimal side effects. Most side effects are often related to overdosing, resulting in signs and symptoms of hyperthyroidism due to overcorrection. However, patients are usually started on a low dose and titrated upwards based on the tsh result, with follow-up every 6 weeks until a steady state is achieved. Per the customer description, there was no report of the patient suffering any acute side effects, and the repeat tsh at six weeks was within the euthyroid range. Based on these, there is no risk of serious deterioration in patient condition or long-term patient sequelae. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment(B)(4).